Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the reported problem area of the pipette assembly. The collet was cleaned; the lld contact spring and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.